Event description:
Pt with a post-transplant aortic aneurysm, had an asd device implanted in 2005. The device worked to stop a leak, but 3-4 days later another leak developed. The pt eventually died due to sepsis and multi-organ failure. The physician stated he thought the aneurysm was probably infected and that was the cause of the subsequent leaks. In principal, the device worked.